Event description:
Received an email from laura hoover and one of their nurses has had issues with 2 hyhub devices. This is what happened: we had a teach that went south because the hub pulled the entire 300ml dose from the large bottle but was absolutely refusing to pull any from the smaller 50ml bottle. The nurse ended up having to attach a syringe to the end of the tubing and pulled very hard until some sort of seal broke. Then, it was able to continue. Then she emailed this: the hub is not pulling from all vials at the same time. We have had to use a syringe to put negative pressure on the system to get the last vial standing to flow. (I let her know that they do not pull from all at the same time and waiting for a clarification. I have requested the lot # and expiration date for the 2 devices and clarifying if they both were hyhubs or hyhub duos. They said they have one of the devices there if you want it sent in to investigate.

Manufacturer narrative:
Investigation is pending sample return.